Event description:
Patients lead is having out of range impedance measurements in the bipolar configuration and switching to unipolar. Lead has noise in the unipolar configuration. Clinic is aware of issue and will be addressing further. No adverse patient events were reported. Should additional information become available, this file will be updated. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.